Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, air was identified and a loose connection was reported between the patient line of the homechoice cassette and the transfer set resulting in leakage, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (volume of drain is low) alarm. The patient was connected at the time of the alarm. This occurred during drain one of nine of peritoneal dialysis therapy. During troubleshooting, it was determined that there was an air in the patient line and the connection to the transfer set was loose. It was further reported that there was a leak as a result of the loose connection. Renal therapy services (rts) advised the care giver to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.